Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was unable to print the label. The customer stated that there was couple of hours delay, and the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the medstation was unable to print the label and required a driver to be installed. The user rebooted the device, but the issue persisted. A technical support specialist (tss) logged into the station, located and applied a relevant knowledge article, fstka - zebra zd410 medstation label printer- common failure remediation steps, and successfully tested the label printer locally. The system functioned as intended after the technical support specialist troubleshot the device.